Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. There was no unexpected replace battery now alarm or power loss alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the replace battery now alarm was received on insulin pump. Customer¿s blood glucose level was unknown. Troubleshoot was performed and customer did not receive a low battery alert prior to the replace battery now alarm. The pump will be received for analysis.